Event description:
Customer reported that the insulin pump failed to return a low battery alert before losing power. During troubleshooting, customer reported that an error alarm was present in the insulin pump's alarm history. Blood glucose level was 55 mg/dl at the time of the call. Customer reported treating the low blood glucose level with juice. During a follow up call to continue troubleshooting, customer reported that tow separate error alarms were present in the insulin pump's alarm history. Blood glucose level was 250 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Unable to verify off no power alarm, a17 alarm, a21 alarm and perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with minor scratched display window, cracked display window corners, cracked reservoir tube lip. (B)(4).